Event description:
It was reported that the sponge of a minicap had come out of the cap. This was found prior to use of the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. Visual inspection identified that the sponge was inside the opened foil pouch but was not within the device. The dimensions of the sponge were measured and found to be within specification. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.